Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the left forearm. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.